Manufacturer narrative:
Manufacturing review: the device history record (DHR) could not be performed as the lot number is unknown. Investigation summary: the device was not returned. Images were not provided. Medical records were provided and reviewed. Approximately nine years post deployment, CT scan revealed a linear radiopaque density projecting in the anterior right lobe. Repeat x-ray on the same day showed an additional finding of radiopaque densities at the level of right ventricle. Patient experienced right lower quadrant pain but the ivc filter is at l2-3. A CT scan was taken for confirmation as the metallic body in right ventricle and although a broken strut from the ivc filter cannot be excluded as the kub scan says revealed the filter limb fracture. Also, this could possibly represent a fractured piece of previous guidewire and also there is a linear metallic wire in right upper lobe. Therefore, the investigation is confirmed for filter limb detachment. However, the investigation is inconclusive for filter migration. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with trauma situation/motor vehicle accident. At some time post filter deployment, it was alleged that the filter migrated to the heart; struts detached and retained in the pulmonary artery and right ventricle . The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.